Event description:
It was reported that during an esophagectomy procedure, some staples were not formed properly. Additional suturing was done. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.